Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received by the patient¿s attorney on (B)(6) 2014 stated that the patient experienced vaginal erosion, recurrent urinary tract/bladder infections, mesh erosion, bladder perforations, incontinence and abdominal and pelvic pain.